Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units and the insulin gauge remained static at (B)(6) units. The customer's blood glucose level was 139 mg/dl. During a follow-up call on (B)(6) 2017, the customer reloaded the cartridge successfully and received an accurate fill estimate.